Event description:
When medtronic burr hole cover package opened, the surgical technician found a piece of hair in the pack.this was a disposable device from medtronic. This was noted upon opening the package by circulator. There was no potential for contamination to patient or sterile field.

Manufacturer narrative:
It was determined the low glucose result was most probably caused by a pipetting issue in which insufficient sample was pipetted. Further investigation of the event found the humidity in the lab was out of specification which might have led to the pipetting issue. The low glucose result was not released outside the lab. The patient was not affected.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer had a patient sample that produced a glucose result of 0.03 mmol/l. After repeating the sample, they received a result of 6.4 mmol/l. The initial glucose result was not reported. Glucose reagent lot was 614319.